Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where in the controlled tissue compression range was the device indicator placed prior to firing? What is the current patient status? Was the retaining pin fully advanced prior to turning the closure knob? Was the device difficult to fire? Was the device difficult to close? Response: per the sales rep, there is no additional information available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. Batch # unk. At the time of this submission, the device has not been returned for analysis. Report originally sent (B)(4) 2015.

Event description:
It was reported that during a proctosigmoidectomy (resection of rectal tumor) procedure, once the dissection of tissue the surgeon puts the contour in the tissue for resection. Ultra-low passes the retainer pin and compresses the tissue, complete the activation of the trigger and the stapler staples only two lines of staple and blade does not advance a new contour is passed but definitely the fabric is very thick and the stapler does not reach to cover everything. The surgeon decides to use a yellow tlh60 and the patient is left with permanent colostomy as it failed to make the ultra-low resection.